Event description:
It was reported that the customer's insulin pump alarmed button error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit had scratched lcd window, cracked battery tube threads, and cracked display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.